Event description:
It was reported the customer was experiencing unexpected low blood glucose the night prior. Customer's blood glucose was 35 mg/dl. The customer stated he had treated with food. Customer also reported a high blood glucose of 436 mg/dl. It was also found the customer has not corrected for his high blood glucose. Customer also wanted to make sure his insulin pump was out of suspend mode. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.